Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the pt received an internal jugular perm-a-cath on (B)(6) 2008. On (B)(6) 2012, the pt was admitted to the hospital with a complaint of a leaky catheter and hyperkalemia. The pt was at her dialysis treatment and the perm-a-cath was malfunctioning leading. On (B)(6) 2012, the pt was taken to the operating room and had the catheter removed and replaced with a new perm-a-cath in her left jugular area.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.